Event description:
The customer reported being treated in the emergency room for dehydration and diabetes ketoacidosis. The blood glucose reading was 152mg/dl. Also, it was reported that the insulin pump alarmed during prime. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.